Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to symptoms related to diabetes: shaky. Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-1 and e-2). At the time of the call the customer reported feeling shaky; medical attention was not needed at the time. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/14/2022 and open vial date is (B)(6) 2022. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of 151mg/dl using true metrix air meter. The customer was satisfied with the result obtained.

Manufacturer narrative:
Sections with additional information as of 14-jun-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user).